Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn (b)6) , +20.0d) was explanted from the right eye (od) due to visual disturbances and the patient's complaint of pressure and pain. An intra-ocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 03/06/2024. Reference report #3012712027-2024-00036 for the report on the left eye (os).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).